Event description:
It was reported that during implant the lead helix would not extend properly, the lead was not used and a new lead was placed successfully. The patient was stable prior during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.